Event description:
This is 5 of 5 reports for complaint (B)(4).

Event description:
It is reported that on (B)(6) 2013 the following problems were encountered with the lcp periarticular aiming instrument during an orif tibial fracture procedure. While trying to engage threaded drill guides into plate using percutaneous handles for drill guides, the handles became stripped and would not engage in the way that they are intended to. In order to complete the operation, the surgeon had to use the handle as a wrench on the side of each drill guide in order to fully tighten. The surgery was prolonged an additional 15 minutes. This is 5 of 5 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was examined and no visible damages were noted. The threads of both guides were checked with the screw plug gauge (B)(4) and no deviation was found. The threads are functional as required.